Event description:
As reported by the user facility: this rn hung pt's metronidazole dose approx 0800. Medication appeared to be infusing appropriately at that time. When nurse returned around 0900 to hang flush, only about half of antibiotic bag had infused. Although pump was reading that it had finished the infusion. Rn added more time to infusion and pt received full dose of antibiotic before rn replaced pump and tubing. Ref MFR report (B)(4).